Event description:
The field service engineer (fse) reported to olympus on behalf of the customer that the evis exera iii video system center had no image when connected to the scope during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and found to be due to a defective printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Correction to e2 (changing to yes), and g2 (adding health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined; however, it is likely that a failure of the printed circuit board led to the malfunction. Olympus will continue to monitor field performance for this device.